Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. The procedure was performed under conscious sedation and guided with ice (intracardiac echocardiography). During the procedure there was difficulty advancing the ice catheter, and the was sheath and versacross system into the right atrium (ra). It was noted that the patient anatomy was atypical with the inferior vena cava (ivc) and superior vena cava (svc) on different axis, making visualization difficult on ice. A transseptal puncture was performed in what appeared to be a mid/mid stick per ice imaging. The wire was visualized in the laa. The physician attempted to advance the dilator and the was sheath but encountered significant resistance. The physician asked for anesthesia and switched to transesophageal echocardiography (tee). The patient was hemodynamically stable at this point. The patient was intubated, and the tee probe was placed. The physician pulled back the was sheath and the dilator, when a pericardial effusion that was not there prior to the procedure was noted. The effusion was increasing in size and the patient's blood pressure decreased. Anesthesia medically intervened. The physician performed a pericardiocentesis and dark red blood was drained. Cardiothoracic (CT) surgery was notified, and it was decided that the patient go to surgery. The procedure was aborted, and the patient is expected to fully recover.

Manufacturer narrative:
H6: impact code added.

Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. The procedure was performed under conscious sedation and guided with ice (intracardiac echocardiography). During the procedure there was difficulty advancing the ice catheter, and the was sheath and versacross system into the right atrium (ra). It was noted that the patient anatomy was atypical with the inferior vena cava (ivc) and superior vena cava (svc) on different axis, making visualization difficult on ice. A transseptal puncture was performed in what appeared to be a mid/mid stick per ice imaging. The wire was visualized in the laa. The physician attempted to advance the dilator and the was sheath but encountered significant resistance. The physician asked for anesthesia and switched to transesophageal echocardiography (tee). The patient was hemodynamically stable at this point. The patient was intubated, and the tee probe was placed. The physician pulled back the was sheath and the dilator, when a pericardial effusion that was not there prior to the procedure was noted. The effusion was increasing in size and the patient's blood pressure decreased. Anesthesia medically intervened. The physician performed a pericardiocentesis and dark red blood was drained. Cardiothoracic (CT) surgery was notified, and it was decided that the patient go to surgery. The procedure was aborted, and the patient is expected to fully recover.